Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical block and inverse critical block did not add zero from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that the pump alarmed during film tubing. The customer was advised to clear the alarm and finish complete prime process. The customer was advised to check settings and re-enter as needed. The customer programmed a bolus into the air. The customer stated that the self-test was okay.